Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. Preventative maintenance (pm) performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that there was poor reflux. The "fluid show is to be little efficient". Event details and patient involvement are unknown. Additional information has been requested.